Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that both cuffs were still loaded in their respective foot. The rail end of the monofilament was inside the guide tube, an indication that the plunger was never deployed (step 2). The plunger was not returned. During testing a proxy plunger was inserted into the device and the lever was closed. The locking mechanism of the device was checked by closing and opening the lever. The plunger stayed inside the device when the lever was closed/foot parked. For a normal deployment of the device, the plunger cannot be deployed or pulled out of the body unless the lever is activated/open. During testing the plunger was then deployed and the anterior cuff was captured without a problem. Since the plunger was not returned, which is an integral part of this investigation, the root cause for this complaint could not be determined. There were no manufacturing or quality issues detected that could have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there were no similar complaints within this lot at the time this investigation was performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a percutaneous transluminal interventional procedure. Reportedly, during device insertion into the artery, the needle plunger began to retract from the device body. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.